Event description:
I have been using the philips dreamstation CPAP machine for about 5 years. I started coughing violently in (B)(6) 2021 and became aware of the recall at the end of (B)(6) of this device because of the degradation of the foam used. I am still coughing and have been seen by the urgent care, my primary md and a pulmonologist. I just had a CT scan of my lungs and the findings included bibasilar atelectasis. I have stopped using the machine as I fear continued use may cause further damage. On (B)(6) 2021 I was flying from (B)(6) and had a difficult time breathing and was coughing profusely. FDA safety report ID # (B)(4).